Manufacturer narrative:
The patient's race and ethnicity were not provided; however, the patient's nationality is listed as (B)(6). The device has not been returned as of yet. When/if the device is returned for evaluation and upon completion of the investigation the new information will be submitted in a supplemental report. This is the first of two implants, see manufacturer report 3011649314-2019-0124 ((B)(6)).

Event description:
It is reported that the inclusive tapered implant failed and the provider notes lack of primary stability due to patent's weak bone. The provider also reports mobility within three (3) weeks post initial placement on (B)(6) 2019. The initial implantation took place on (B)(6) 2019 on tooth #22 (universal). Bone strength is noted as grade ii. There is no significant medical or dental history prior to implantation. The patient presented for an appointment on (B)(6) 2019 and the device was removed since implant failed and there was a lack of primary stability. The provider also notes, "we'll use "greft" for patient's bone. Patient is fine now." There is no complaint against the device per provider.

Manufacturer narrative:
Returned part inspection results: the device was not available for investigation. Product sample was inadvertently scrapped/discarded. Device history record review the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." In addition, the IFU contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
On (B)(6)2019 it was discovered that the following information was omitted from 3011649314-2019-00123 fu1 root cause: probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter.